Manufacturer narrative:
(B)(4). (B)(6). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. Should additional relevant information or a sample become available, a follow-up will be submitted.

Event description:
It was reported that a patient a system error (se) 2240 occurred during dwell 5 of 6 of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected via an unknown cassette to the homechoice machine. The technical service representative (tsr) explained the alarm and instructed the hpto cycle power, ending therapy. The hp received instruction in proper procedures per the user manual; the hp would complete therapy with manual supplies and notify their nurse of the alarm.. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.